Event description:
It was reported that the physician was utilizing a coblator ii surgery system and flow control valve unit during a surgical procedure. Intra-operative as the physician was ablating tissue it was noted that the ablate function was very slow. The procedure was completed, however the reported event caused a surgical delay of 30 minutes. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference MFR report(s): 9019871-2012-00518.